Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.7, mean: 1.95, confidence limits: 1.3-2.7. Data analysis of mean calculation from comparison test data provided by end-user revealed inratio inr was outside of the lower confidence limit when compared to the inr from another brand of meter. In-house testing was performed on returned meter and strips. Results were compared to those of sysmex. There were no indications of product deficiencies with returned meter and strips. Meter functional test failed at cell resistance. Physical inspection revealed fibrous material between j7 prongs. This may have created a conductive bridge, which could have affected customer's test results. There is no sufficient information to determine the root cause. As of 02/25/2010, seven discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: see scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 225323 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.2, lab: 2.7.